Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that the patient received inappropriate atp therapy due to oversensing. Review of the electrograms showed the r-waves had decreased. X-ray confirmed dislodgement. The lead was explanted and replaced.